Manufacturer narrative:
(B)(4). Date sent: 01/22/2020 product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # r5aa6v. Concomitant medical product: reload - batch no. R5a46w. Per photographic analysis: upon visual inspection of three photos, the following was observed: the photo shows a device from channel area with a black reload partially loaded. The reload can be seen partially fired. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ntlc55 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 38 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Would not fire. It was reported that during the open colon surgery, could not fire when severing colon tissue on the firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.